Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had three stored episodes that were requested for review. Technical services (ts) analyzed device episode data and found that all three episodes were due to oversensing of myopotential noise on the same day around the same time. During two episodes, a total of four inappropriate shocks were delivered. It was noted that this patient has a right bundle block which produces low amplitude signals. Ts provided reprogramming and testing recommendations as troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Manufacturer narrative:
This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had three stored episodes that were requested for review. Technical services (ts) analyzed device episode data and found that all three episodes were due to oversensing of myopotential noise on the same day around the same time. During two episodes, a total of four inappropriate shocks were delivered. It was noted that this patient has a right bundle block which produces low amplitude signals. Ts provided reprogramming and testing recommendations as troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted. A new transvenous implantable cardioverter defibrillator (ICD) system was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had three stored episodes that were requested for review. Technical services (ts) analyzed device episode data and found that all three episodes were due to oversensing of myopotential noise on the same day around the same time. During two episodes, a total of four inappropriate shocks were delivered. It was noted that this patient has a right bundle block which produces low amplitude signals. Ts provided reprogramming and testing recommendations as troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted. A new transvenous implantable cardioverter defibrillator (ICD) system was successfully placed. No additional adverse patient effects were reported.